Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex m100 set, it was observed that the effluent line and pre blood pump line were reversed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.